Manufacturer narrative:
The reported events of ¿showed rigidly when passing the guide¿ and helix mechanism issue were confirmed. A complete lead was returned in one piece. Stylet insertion test was unable to be performed due to the condition of the inner coil being over-torqued. Visual inspection found the clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil at the connector region.

Event description:
It was reported that during the procedure, the right atrial (ra) lead was too rigid. Furthermore, the helix of ra lead was failed to retract. The ra lead was replaced and the procedure continued with the new lead on (B)(6)2022 . No patient consequences reported throughout the procedure.